Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, when an endoleak is caused by perforation of the graft material, relining the local perforated stent graft with an aortic extension, an iliac limb, or a new bifurcated graft can repair it. [(B)(4)].

Event description:
Received an article titled "early type iiib endoleak in endovascular bilateral iliac aneurysm repair secondary to penetrating amplatzer vascular plug" published in the journal of vascular and interventional radiology. The article reported a case of an early type iiib endoleak in the iliac limb of an endograft during the initial endovascular aneurysm repair procedure. Per the article adverse events included endoleak, and migration.